Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experienced low blood glucose. Blood glucose value at the time of incident is 40mg/dl. Insulin pump was not able to alert at the time of low blood glucose event. The customer was treated with carb intake and the customer experienced symptoms, shaking and sweating. The customer had been using the insulin pump system within 48 hours of the reported high blood glucose event.  The insulin pump was on auto mode at the time of the incident. Insulin pump was squirting out insulin. Customer perform displacement test and it was passed. Troubleshooting was performed and found that the customer got assistance with the pump programming. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.